Event description:
Event description: during use, the activation button malfunctioned: the dm began by not working when the activation button was pressed, then triggered when the activation button was released, and finally stopped working. [Name] used a similar dm but from another laboratory information from complaint form: a malfunction of the activation button. The device didn't work when the surgeon pressed the activation button but fusion cycle started when the surgeon released the button. After that the device no longer worked at all. The surgeon take an other device from the competitors. Type of intervention: device replacement (competitor's). Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience. The event unit would also deliver rf energy due to the fuse switch being misaligned. Based on the description of the event and condition of the returned unit, it is likely the reported event was caused by the misaligned fuse switch. Based on the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the unit experiencing unintended rf activation.